Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: current outpatient/home: aspirin (aspirin) 81 mg ec tablet: take 81 mg by mouth daily. Clonazepam (klonopin) 2 mg tablet: take 2 mg by mouth nightly at bedtime. Clopidogrel (plavix) 75 mg tablet: take 75 mg by mouth daily. Cyanocobalamin (vitamin b 12 po):take 1,000 mcg by mouth daily. Doxazosin (cardura) 4 mg tablet: take 4 mg by mouth nightly at bedtime. Hydrochlorothiazide (hydrodiuril) 12.5 mg tablet: take 12.5 mg by mouth daily. Lisinopril (prinivil,zestril) 20 mg tablet: take 20 mg by mouth 2 times daily. Metoprolol tartrate po: take 25 mg by mouth 2 times daily. Misc natural products (osteo bi-flex joint shield po): by mouth. Multiple vitamin (multivitamin) tab: take 1 tablet by mouth daily. Pravastatin (pravachol) 20 mg tablet: take 20 mg by mouth nightly at bedtime. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date estimated to be on or about (B)(6) 2015, the patient underwent coil embolization of a lumbar artery for treatment of a type ii endoleak. The patient tolerated the procedure.